Event description:
Implant didn't achieve osseointegration. Primary stability was achieved, implant wasn't completely covered with bone. Thread tap used, preceding/simultaneous bone augmentation, peri-implantitis, pain.